Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device switched off. - this occurrence was noticed during patient ventilation. - whether alarms were triggered was not reported. - no device log files (service log, error log, event log, teslaspy log) were provided to hamilton. - there is patient involvement reported. This occurrence was noticed during patient ventilation but is not further specified nor explained. - there was need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device switched off. - this occurrence was noticed during patient ventilation. - whether alarms were triggered was not reported. - no device log files (service log, error log, event log, teslaspy log) were provided to hamilton. - there is patient involvement reported. This occurrence was noticed during patient ventilation but is not further specified nor explained. - there was need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ventilator *shut off* during ventilation of a patient. The patient was manually bagged. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective pressure sensor assembly and check valve. After replacing the pressure sensor assembly and check valve the device passed the service software tests and function tests and the device was released back into use.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device switched off. This occurrence was noticed during patient ventilation. Whether alarms were triggered was not reported. No device log files (service log, error log, event log, teslaspy log) were provided to hamilton. There is patient involvement reported. This occurrence was noticed during patient ventilation but is not further specified nor explained. There was need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.